Manufacturer narrative:
Correction: d9 - product received date should have been included in previous report. The reported events of difficult or delayed separation and dislodgement during implant post tether mode could not be confirmed. Final analysis found that both the outer and inner helix lengths were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Analysis returned normal.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) system implant. During the implant, it was discovered that the initial atrial lp exhibited difficulty in separating from the delivery catheter upon fixation. After attempting to release the device, the lp dislodged from the tissue. The device was retrieved and the procedure continued using an alternate device. It was noted that the lp had been damaged during retrieval. The second atrial lp used with an alternate delivery catheter failed to be separated from the delivery catheter. It was elected to abandon the procedure on (B)(6) 2024. The patient was stable.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) system implant. During the implant, it was discovered that the initial atrial lp exhibited difficulty in separating from the delivery catheter upon fixation. After attempting to release the device, the lp dislodged from the tissue. The device was retrieved and the procedure continued using an alternate device. The second atrial lp used with an alternate delivery catheter failed to be separated from the delivery catheter. It was elected to abandon the procedure on (B)(6) 2024. The patient was stable.